Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. During the procedure, when the non-abbott device crossed the aortic valve, the patient had partial atrioventricular block 1st degree. The device was successfully implanted. The navitor valve was optimal and working really well no pvl at was at 3mm under aortic annulus. 2 days later on (B)(6) 2023, the patient required a pacemaker implant . The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block and pvl was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, or anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum. Information from the field indicated that there was not calcification extending beneath aortic annular plane in the interventricular septum and that the patient had a history of right bundle brand block, which could have contributed to the reported event. However, could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.